Manufacturer narrative:
The meter in question was confirmed to be reading in mg/dl, but it was a meter meant for the (B)(6) market. The meter was sent to a (B)(6) customer and made its way to (B)(6) after it was outside bayer control.

Event description:
A (B)(6) customer contacted customer service about her contour usb meter that was reading in mg/dl. The customer had purchased a contour usb meter that was meant for the united states market. No adverse events were alleged. The customer was advised to return the meter. A replacement meter was sent to the customer.